Manufacturer narrative:
Com- (B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4) ¿follow-up number¿ field updated from [¿n¿] to [¿n+1¿] as the supplemental report submitted under follow-up number [¿n¿] failed due to an error with the as2 certificate, which has since been corrected.¿

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.